Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Reportedly, the customer continued to deliver boluses while consuming carbohydrates during the low bg event. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.